Manufacturer narrative:
(B)(4)

Event description:
On the (B)(6) 2013, the lay-out/patient contacted animas to report a potential inaccurate delivery issue. The patient wanted to upgrade her insulin pump because she reportedly is experiencing blood glucose excursion. Animas has made 3 attempts to contact the patient back for more information. A letter was sent to the patient, requesting a call back. This complaint is being reported due to the alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #2 date of submission 09/30/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: a review of the pump black box data showed that the last bolus delivery and the last basal delivery were on 08/22/2013. No alarms related to the complaint were observed in the alarm history. During testing, the pump was exercised for the 24 hour duration with no warnings or alarms occurring. The total daily dose data was correctly calculated and reflected the user¿s programmed basal rates. The pump performed the delivery accuracy test successfully and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.